Event description:
It was reported that while in the cardiac cath room, the md clipped & scrubbed the patient's insertion site, which was the left femoral artery. During preparation of the intra-aortic balloon (iab) catheter, md followed the instructions for use exactly. Md attached the one-way valve and vacuumed catheter and removed the catheter straightly not to unwrap the balloon. The md inserted the super arrow-flex (saf) sheath and then tried to insert the catheter into the sheath. At first, it advanced through the sheath well, but the iab "promptly stopped." The md withdrew the catheter smoothly and tried to insert the catheter 4 or 5 more times, but the md could not pass the iab through the saf sheath. The md stated that he felt "serious resistance." As a result, the md withdrew the catheter and saf sheath together and performed the insertion with another iab successfully. According to the md, he used the saf sheath and the same insertion site. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a reported ten minute delay in therapy. The patient outcome is listed as "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.